Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by cloudy effluent . The cause of the event was not reported. The patient's cloudy effluent had been untreated for more than a week before hospitalization. On an unspecified date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the event and has been discharged. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.